Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. The lens was implanted, on a later date the lens was explanted and on the same day but different surgery the lens was replaced with a shorter length lens and the problem resolved. Cause of the event was reported as other, "outlier calculation error."